Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The device was received in with a cracked bezel, gas supply indicator is white, all knobs were loose fitted, packing wedges are all missing, pressure sensor was "loctited" on. Some internal components were out of place or assembled incorrectly. An initial check was performed and the issue was confirmed and was found to be due to a faulty variable relief valve assembly and oscillator. The technician replaced the damaged gauge bezel and label, gas supply indicator, screw cover bung and bent long pillar. The demand detector and piezo sensor were also replaced as a preventative measure.

Event description:
Information was received indicating that a pneupac ventilator displayed alarms due to low pressure. There were no adverse events report.